Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer's mother did not know customer's blood glucose level. Customer's mother reported the customer was attempting to check blood glucose when the alarm occurred, as a significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.